Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow up. It was noted that pacemaker was in back up mode. Code manual showed the device went into back up mode due to low battery voltage. It was also reported that the patient had been electrocuted in the past. The device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and the device was in backup mode caused by code corruption. The cause of the bvvi was unknown. The device was tested on the bench and no anomalies were found.